Event description:
The following information was reported to gore: on (B)(6) 2023, the patient underwent an emergency endovascular treatment of impending rupture of abdominal aortic aneurysm. A non-gore bifurcated stent graft (endurant) was implanted as main graft, and one contralateral leg component of a gore® excluder® conformable aaa endoprosthesis was implanted in the left. The procedure was completed. On (B)(6) 2023, the patient complained of a left leg pain. CT examination confirmed the leg occlusion. No kink nor compression of the device was reported. On (B)(6) 2023, the patient underwent thrombectomy and an iliac extender component was additionally implanted into the left distal side. The patient tolerated the procedure. On (B)(6) 2023, re-occlusion was occurred. The patient underwent thrombectomy and percutaneous transluminal angioplasty was performed. The patient tolerated the procedure. Reportedly that the distal end of the contralateral leg component was placed on the bend of the left external iliac artery, resulting in leg occlusion. It was also reported that after the iliac extender component was additionally implanted, the lumen of the left external iliac artery became narrower about 5 mm at the origin of the left external iliac artery. The diameter of the left common iliac artery was about 15 mm, and a difference in the diameter of the external iliac artery origin decreased blood flow and caused re-occlusion.

Manufacturer narrative:
The thrombus event noted from (B)(6) 2023 and reintervention from (B)(6) 2023 were reported on report number: 3013164176-2023-01744. This report is for the (B)(6) 2023 occlusion and reintervention. H.6. Medical device problem code a27: it was reported that after the iliac extender component was additionally implanted, the lumen of the left external iliac artery became narrower about 5 mm at the origin of the left external iliac artery. The diameter of the left common iliac artery was about 15 mm, and the difference in the diameter of the external iliac artery origin decreased blood flow and caused re-occlusion. H.6. Type of investigation code b14: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H.6. Type of investigation code b20: the device remains implanted and is not available for analysis. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.